Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the nose tube was bent, could not secure/lock/insert the cutter and had component damage. It was further determined that the device failed pretest for visual assessment and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. Initial reporter's phone number: (B)(6). Initial reporter's complete address was not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that following an unspecified surgical procedure, it was observed that the tip of the attachment device was deformed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.